Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While inserting a cp, the physician was unable to deliver impella. The team attempted to troubleshoot by intervention upon the native iliofemoral anatomy. Delivery was abandoned due to native anatomy. No patient harm was reported.